Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
(B)(6) alleged that when the lift is raised to its highest position, it will not come down electronically. Also, the unit cuts out when they move a patient around. No allegation of injury.